Manufacturer narrative:
(B)(4).  The customer, a biomedical engineer, advised that they were unable to duplicate the reported issue.  The device was then returned to physio-control for evaluation. Physio evaluated the customer's device but was also unable to duplicate the reported issue.  Physio did note that the customer was using a third party electrode adapter which was connected to their quick combo therapy cable.  Physio was unable to test the functionality of the third party electrode adapter; however, physio did take an x-ray of both the adapter and quik combo therapy cable and no loose or broken wires were observed with either. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not charge when prompted. The customer advised that when device users received a "cannot charge" message on the display. There was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue. A backup device, as well as a new therapy cable and electrodes, was obtained by medical personnel and used successfully to treat the patient. No further details about the patient or the event were provided.